Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 1 pocket a4 had failed. The customer found liquid damage on the drawer and visible dried red residue on top of pocket a4. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 pocket a4 was failed. A field service engineer (fse) found that the cubie was covered in red liquid from a spill. Fse discovered that the liquid had leaked down onto the cubie connections, causing damage and both the cubie and the row board were damaged and needed to be replaced. Fse also replaced the retractor wire due to physical damage. Later, the fse replaced the cubie tray to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 1 pocket a4 had failed. The customer found liquid damage on the drawer and visible dried red residue on top of pocket a4. There were no adverse events or injuries reported due to this event.